Event description:
In 2003, a nurse started an infusion of magnesium between 8-10am at 25cc/hr. Approximately 4pm, the pump alarmed that the infusion was complete and the whole bag was full and the roller clamp was still clamped and the pump never alarmed earlier. No patient injury. Pump and tubing to be sent to the qa lab.